Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing the guidewire through a microintroducer is confirmed but the root cause could not be determined. One microintroducer and one 0.018 in. Stainless steel guidewire in its protective housing was returned for evaluation. A functional test of attempting to slide the complainant microintroducer over the complainant guidewire revealed the microintroducer would not slide over the proximal end of the guidewire. A non-complainant microintroducer was used to test the guidewire revealed the non-complainant microintroducer to slide over most of the guidewire until it reached the proximal end of the guidewire. The non-complainant microintroducer would not slide over the proximal end of the complainant guidewire. A microscopic observation of the proximal end of the returned guidewire revealed the proximal tip to have disjointed coils just distal of the proximal weld tip. Because the returned guidewire was found to have disjointed coils, the complaint of difficulty advancing the microintroducer over the guidewire is confirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported when the customer performed PICC catheter placement, he opened the catheter sheath package (model 0668945) for catheterization, and after successful puncture, the guidewire was successfully fed, but when the catheter sheath was sent through the guidewire, the catheter sheath could not penetrate the guidewire, and then it was found that the end of the guidewire was rough and uneven, resulting in the catheter sheath could not enter, so the catheter sheath could only be reopened for catheter placement. There was no effect on the patient. 05/23/2024 one guidewire was returned for evaluation. It was confirmed during an investigation that the guidewire was found to have disjointed coils. It was reported this occurred with two devices. This report addresses the first device.